Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet capture appears to be related to patient conditions (significantly tethered posterior leaflet and thin leaflets). Unspecified tissue injury (tissue damage) appears to be related to procedural conditions associated with several capture attempts. Tissue damage is a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2024, the patient underwent surgical valve replacement.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. Posterior leaflet was significantly tethered and leaflets were thin. Several capture attempts were made but were unsuccessful so the procedure was aborted. Tissue damage was observed after the failed attempts. The procedure ended with mr unchanged grade 4+. On an unknown date, the patient underwent surgical valve replacement.